Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and the image issue was confirmed. The technical service representative noted that the poor image quality was the result of a worn hdmi connector. The glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would freeze and blink. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.